Manufacturer narrative:
(B)(4). Batch # t9491c. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a urology procedure, the surgeon (urology registrar) was using clip applier and the clips were not griping properly. The jaws were inspected and it was noticed that they were bent and over lapping. A second clip applier was opened and surgery continued on without incident. Surgery was delayed by two minutes and device was replaced with like instrument. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the mcm30 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and it ejected 2 clips. Upon inspection, the jaws were noted to be loose relative to the clip track. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. In addition, 18 clips were inside the clip track no conclusion could be reached as to what may have caused the reported incident. In addition, a manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.